Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer¿s blood glucose was unknown at time of incident. Displacement test was performed and passed. Customer states that they are able to rewind the pump. Customer advised to monitor the pump and call back if issue persists. Product will not be return for analysis.